Event description:
A facility representative reported a lens power change and blurry vision. Additional information has been requested and received stating that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision distance, near, poor visual acuity and clinical reason for explant being cannot read. The iol was explanted and exchanged for an unknown advanced technology intraocular lens following the initial implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).